Manufacturer narrative:
The patient''s ethnicity and race are unknown. This information was not available from the facility. The patient''s cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00310, 3009784280-2020-00311. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign report source: (B)(6)/ study name: saver: patient ID #(B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right distal sfa, popliteal p1, and p3. Approximately 36 months post index procedure, the patient expired due to cardiac decompensation caused by coronary artery disease, valvular and hypertensive cardiopathy on (B)(6) 2020. Per clinical evaluation, this is not related to the study device or procedure.